Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2014-08287. The pt has two model 3186 leads from the same lot. It was reported the pt fell and afterward no longer had effective stimulation coverage due to lead migration. Additionally, it was reported the pt's scs ipg site is irritated. Surgical intervention may take place at a later date to address the issues.